Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported his right hip was revised after dislocating twice (patient reported the femoral head came out of the liner). The femoral head and liner were exchanged for a sleeve, head, and constrained liner.